Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the high threshold values were observed on the lead. It was explanted, returned, and replaced.